Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of thermal damage on tube extension to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have thermal damage on the tube extension. The tube extension exhibits localized melting. Electrical continuity was performed and passed. Energy delivery was performed and passed. No other damage was found. If additional information is received, a follow-up MDR will be submitted. A review of the instrument log for the monopolar curved scissors instrument (pn# 470179-19 lot# n12191111-0091) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2020. The alleged event occurred on the 6th use of the instrument. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during da vinci-assisted surgical prostatectomy procedure. It was reported that there was a burning smell while using the mcs instrument and it was observed that the mcs tip cover accessory had not been placed on the mcs instrument. The orange part of the scissors looked charred and melted. Instrument was removed and replaced with back up. The procedure was completed with no visualized patient injury. While there was no reported serious injury to the patient, the reported hazardous situation could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during the start of a da vinci-assisted surgical prostatectomy procedure, it was noted that there was a burning smell. It was noticed that the monopolar curved scissors (mcs) instrument did not have the mcs tip cover accessory installed. The orange part of the scissors looked charred and melted. The instrument was removed and replaced with back up. The procedure was completed with no visualized patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the customer confirmed the mcs tip cover accessory was forgotten when the instrument was installed at the beginning of the case, but quickly realized after approximately two minutes of use. The patient has not been readmitted and no associated patient injury was reported.